Event description:
Out of box failure found during receiving inspection at the facility. The report was not associated with a patient use. The device therapy connector retaining ring was absent and the connector was loose within the device. It is likely that a device in this condition would not be capable of delivering device defibrillator therapy or pacing therapy to a patient.